Event description:
The user facility in (B)(6) reported via the distributor in (B)(4) that the device alarmed "circuit blockage [disconnect]" while running on a pt. There was no pt harm reported.

Manufacturer narrative:
(B)(4). Carefusion has requested info from the user facility in (B)(6) on the reported event, the status of the pt and what was done to repair the device. As of 06/12/2015 that info has not been provided by the user facility in (B)(6) .